Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple incomplete bolus alerts while on the "front menu." The customer's blood glucose level was elevated. The customer had reverted to insulin injections to manage diabetes. Tandem customer technical support (cts) reviewed the pump t:connect data with the customer and the incomplete bolus alert appeared to be occurring 90 seconds after the pump screen was unlocked. Cts explained to the customer that the incomplete bolus alerts occur 90 seconds when there is no interaction with the pump after activating the bolus feature.